Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 1056t, competitor lead; implant: (B)(6) 2009. (B)(4).

Event description:
It was reported that a bi-v implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) earlier than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.